Manufacturer narrative:
Malfunction was confirmed. Malfunction was due to measurement of electronic performance (mep) failure. Mep is a failure that is usually caused by the led output becoming noisy. The root cause was identified to be deficiency in manufacturing process.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.